Event description:
Patient reported that on three occasions she experienced the infusion set tubing separating at the luer lock. She indicated that it happened in march, april, and may 2006. She realized the separation when she felt wetness on the infusion device. Patient stated that her blood glucose was elevated to 400 mg/dl. Her normal range was 150-200 mg/dl. She indicated that her mouth was dry and felt that her skin was "crawling." Patient reported that she changed the infusion set and administered a bolus to compensate. No medical assistance was required. She disposed of the used product, therefore, it was not requested to be returned for evaluation.

Manufacturer narrative:
H6: product not returned for eval. Issue described to agency in recall# 2183996-03/21/06-001-r.